Event description:
It was reported that in central processing, broken wires were observed on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed at the proximal clevis hub. The clevis hub did not exhibit any wear. Failure analysis investigation also found the following damages: pad printing was removed from the instrument's tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasion. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The instrument's tube reinforcement ring also had scratches. The instrument's main tube was cracked and the distal end of the main tube had micro cracks. The micro cracks run in the axial direction and measured approximately 0.277. These types of micro cracks will not lead to a mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these micro cracks is confined to 2 cm of the distal end of the instrument shaft. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; in a fragment-causing failure(such as a cable failure for the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. The tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however; the pad printing damage, various scratch marks on the main tube with light material removal, and micro cracks found during failure analysis if to recur could cause or contribute to an adverse event.